Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 06-sep-2018 with the following findings: during investigation, the pump was unresponsive with both the returned battery cap and a test battery cap. The pump was unresponsive. No auditory alarms or vibratory alarms occurred upon battery insertion, and the display remained blank. The battery cap was unable to fully tighten. The battery compartment was cracked in the thread area. The battery compartment threads were damaged. Evidence of moisture contamination was found in the battery compartment. The leak test showed a leak in the battery compartment crack. The pump was unresponsive due to moisture contamination.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (battery life) issue. There was no indication that this issue lead to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.